Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 explant date not provided.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right-side capsular contraction baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.